Manufacturer narrative:
The device was not returned; however, pictures provided from the field were reviewed. The pictures show the polymer jacket located at the distal tip was detached.

Event description:
It was reported that coating issue occurred requiring additional intervention. The patient was presented with active dissection. Double fenestration of left subclavian artery and left common carotid artery, and puncture of left common carotid artery were performed. A 300cm, 8cm v-18 control wire was selected for use in the lower limb artery. During the procedure, the physician inserted the micro-puncture needle sleeve into the opening of the left common carotid artery from the reserved v-18 guide wire of the left common carotid artery. After successful puncture of the left common carotid artery, the v18 guide wire was inserted into the thoracic aortic stent. A snare was inserted into the right femoral artery sheath to snare the v18 guide wire, it was extracted from the right femoral artery sheath, the non boston scientific (bsc) percutaneous transluminal angioplasty (pta) balloon was inserted along the guide wire and post- expand at the broken membrane of the stent. After the expansion was completed, the 6mm non-bsc balloon was used for dilation. After dilation, the vascular sheath was followed into the left common carotid artery, and the vascular covered non-bsc stent was inserted into the left internal carotid artery from the sheath. After positioning the stent, the stent was deployed, and the 8mm non-bsc balloon again was inserted along the guide wire to post- expand the stent. After stent expansion the angiography was performed again, the results showed that the stent position was good, the left common carotid artery was unobstructed. When the guide wire was withdrawn, the hydrophilic coating film sleeve at the tip of the guide wire fell off into the intracranial artery after the impact of blood flow. The cerebrovascular intervention division was asked for urgent consultation during the procedure, and the intracranial stent was used to remove it. A snare was inserted into the right femoral artery sheath to snare the v18 guide wire, it was extracted from the right femoral artery sheath, it was extracted from the right femoral artery sheath. The follow-up CT examination after procedure showed no cerebral hemorrhage and infarction, and no abnormal nerve function. The procedure time was prolonged, and the stent covered the superior arcual artery for a long time. No patient complications were reported. The physician considered that the detachment of the hydrophilic coating on the guide wire is due to the weak bonding between the v18 guide wire hydrophilic coating and the guide wire.

Manufacturer narrative:
The device was later returned for evaluation. Visual inspection revealed that the polymer jacket was detached/peeled, and the distal tip was bent. Media review of the pictures attached in the parent record revealed that the polymer jacket was detached, and the distal tip was bent.

Event description:
It was reported that coating issue occurred requiring additional intervention. The patient was presented with active dissection. Double fenestration of left subclavian artery and left common carotid artery, and puncture of left common carotid artery were performed. A 300cm, 8cm v-18 control wire was selected for use in the lower limb artery. During the procedure, the physician inserted the micro-puncture needle sleeve into the opening of the left common carotid artery from the reserved v-18 guide wire of the left common carotid artery. After successful puncture of the left common carotid artery, the v18 guide wire was inserted into the thoracic aortic stent. A snare was inserted into the right femoral artery sheath to snare the v18 guide wire, it was extracted from the right femoral artery sheath, the non-boston scientific (bsc) percutaneous transluminal angioplasty (pta) balloon was inserted along the guide wire and post- expand at the broken membrane of the stent. After the expansion was completed, the 6mm non-bsc balloon was used for dilation. After dilation, the vascular sheath was followed into the left common carotid artery, and the vascular covered non-bsc stent was inserted into the left internal carotid artery from the sheath. After positioning the stent, the stent was deployed, and the 8mm non-bsc balloon again was inserted along the guide wire to post- expand the stent. After stent expansion the angiography was performed again, the results showed that the stent position was good, the left common carotid artery was unobstructed. When the guide wire was withdrawn, the hydrophilic coating film sleeve at the tip of the guide wire fell off into the intracranial artery after the impact of blood flow. The cerebrovascular intervention division was asked for urgent consultation during the procedure, and the intracranial stent was used to remove it. A snare was inserted into the right femoral artery sheath to snare the v18 guide wire, it was extracted from the right femoral artery sheath, it was extracted from the right femoral artery sheath. The follow-up CT examination after procedure showed no cerebral hemorrhage and infarction, and no abnormal nerve function. The procedure time was prolonged, and the stent covered the superior arcual artery for a long time. No patient complications were reported. The physician considered that the detachment of the hydrophilic coating on the guide wire is due to the weak bonding between the v18 guide wire hydrophilic coating and the guide wire.